Manufacturer narrative:
Philips service replaced the lateral image pc, installed software, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the lateral x-ray stopped working due to lateral image pc failure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.